Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated blood glucose readings, with a peak of 254 mg/dl occurring after meals and persisting for a few hours, shortly after initiation of therapy; the user reported no infusion set leaks or tubing kinks, did not use backup therapy, and did not test ketones. Symptoms included hyperglycemia without reported acute clinical effects. Outcomes included no need for medical intervention, assistance, or hospitalization. Investigation included troubleshooting and user education regarding device learning behavior, supply changes if glucose did not trend down, and consultation with a clinician for meal announcements and dosing strategy. Investigation of this case revealed that the cause of hyperglycemia was unclear. It was concluded that the event was non-serious with no device malfunction confirmed and that continued monitoring and standard clinical follow-up were appropriate.